Event description:
The surgeon was attempting to remove the ibex implant interbody using the ibex remover. There were two to three threads into the interbody and a slap hammer was used to remove the interbody. The tip of the remover broke off and remained in the spacer. The spacers was repositioned instead of being removed. Pt outcome: there was no adverse event reported at the time of the surgical procedure. The tip of the inserter remained inside the spacer.

Manufacturer narrative:
The device history record shows the device was manufactured according to the specifications.